Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum failed during a refractive procedure. The kit was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
At the visit on site, the field service engineer performed maintenance. The system was successfully verified according to specifications. No further issues reported after change of settings. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. The most likely root cause according to the work performed was that due to the state of device the minimum pressure of vacuum two was too low during treatment. (B)(4).